Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that therapy stopped helping her bladder. She was leaking and went to the bathroom non-stop. She met twice with the manufacturers¿ representative (rep) at the health care professional¿s office and the rep changed sets of programs. It did not resolve the issue. The patient felt stim for 5 minutes and them she stopped feeling it. This issue started after the first programming with the rep. The patient believed that the symptoms and stim issues were because her patient programmer (pp) was not working, the pp flashed 3-4 times. Patient services wanted to troubleshoot but the patient initially denied as she said it was not going to work because she ran to the bathroom constantly. She used the pp on the call and was able to connect; the programmer was working as intended. It showed the ins was on and patient was on program 3 at 4.0v. It was noted that if she increased stim, it would hurt. There was no fall or trauma related to this event. She planned to follow up with the hcp to diagnose why the symptoms were not under control and to check the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had an appointment to see their hcp on (B)(6) 2016 regarding their issues.

Event description:
The consumer reported that the device was not helping her symptoms even after she had received an antenna. The patient was not feeling stimulation, therapy was on. Patient services worked with the patient to synch with the antenna attached and the patient reported stimulation on program 2 at 2.7v. When she first got the implant, she could feel the flutter, she knew it was working and knew her symptoms improved. Lately, if she sneezed or did zumba, she started to pee all over herself. She was waking up every 5 minutes and she could not get any sleep. There were no medical procedures, electromagnetic interference, fall or trauma related to this issue. The health care professional had not instructed the patient to keep a voiding diary. Patient services offered to work with the patient and her patient programmer but the patient declined. There was no symptom relief. A sudden change in therapy/ symptoms was noted. The patient's symptoms returned 2 weeks prior to report. It was working the week prior but right at the end of zumba, she started to pee in herself. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.